Event description:
I had breast implants put in for cosmetic purposes in 2000. About 10 years after this, I started to experience different health related symptoms such as, loss of energy, tired, gastrointestinal issues, muscle soreness, sweating, eye sensitivity and thyroid issues. A recent thermography showed inflammation and / or toxicity in my body. I have often experienced difficulty taking deep breaths and palpitations. FDA safety report ID# (B)(4).